Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the medical records. The following sections of this report have been corrected/updated: b2 (outcome attributed to adverse event), b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions, h1 (type of reportable event), h6 (health effect - impact code, health effect - clinical code, device code, investigation findings, investigation conclusions), and h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As initially reported by edwards implant patient registry (ipr), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. It was indicated that the s3ur valve was explanted. However, medical records received clarified that the s3ur valve was not explanted. According to the medical records provided, the patient underwent a surgical mitral valve replacement with a 27 mm bioprosthetic surgical valve for severe native mitral valve stenosis. The bioprosthetic surgical valve was implanted without difficulty. Transthoracic echocardiogram (tte) demonstrated a well-seated surgical valve with no residual mitral regurgitation (mr) and no paravalvular leak (pvl). A significant posterior cardiac hemorrhage with hematoma formation was identified due to an atrioventricular (av) groove disruption. Cardiopulmonary bypass (cpb) was re-initiated. The surgical valve was explanted, and inspection revealed an intact mitral annulus with friable myocardium beneath it, which was suspected to have been injured by a surgical valve strut. Reconstruction was performed using a bovine pericardial patch resulting in annular constriction. Because of this, a 26 mm s3ur valve was implanted in the native mitral annulus under direct visualization and secured with sutures. After implant, the valve had adequate leaflet motion and no pvl. There was persistent bleeding from the left ventricle lateral wall and av groove due to diffuse myocardial friability. An impella device was placed and the patient was transitioned to central venoarterial extracorporeal membrane oxygenation (va-ECMO). Hemostasis measures were performed, and the patient was transferred to the intensive care unit in critical condition with an open chest. On post-operative day (pod) 1 and pod 4, the patient returned to the operating room (or) for chest exploration with hematoma evacuation. On pod 2, a transesophageal echocardiogram (tee) demonstrated severely reduced biventricular systolic function, an impella device "transversing av", and significant thrombus burden in the left atrium obstructing mitral inflow. There was absent flow in the right-sided pulmonary veins. In the mitral valve, the s3ur leaflets were mobile but severely restricted with "essentially absent flow in all doppler evaluations", and thrombus on the atrial aspect. Heparin drip was initiated. On pod 8, the patient returned to the or for chest exploration with hematoma evacuation, reconfiguration from central to peripheral va-ECMO, direct cerebral perfusion placement, and chest closure. The hospitalization course was complicated by acute kidney injury on chronic kidney disease requiring continuous renal replacement therapy, anemia, thrombocytopenia, coagulopathy, atrial fibrillation with rapid ventricular response, oropharyngeal bleeding, respiratory failure, pleural effusion, cardiogenic shock, and embolic strokes to the brainstem. After discussion with the family, the patient was transitioned to comfort measures only and subsequently expired on pod 9.

Event description:
As reported by edwards implant patient registry (ipr), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. Per the valve clinic coordinator (vcc), the s3ur valve was placed surgically under direct visualization in the native mitral valve. On the same date as the tmvr procedure, the valve was explanted and replaced with a 27 mm surgical valve. The cause of the valve explant is unknown at this time. No additional information was provided.

Manufacturer narrative:
The device was used in off-label implantation in the mitral position. As there are no specific instructions for use (IFU) or training materials related to off-label mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.